Manufacturer narrative:
Analysis received the unit with blank display due to corroded electronic assembly. Analysis was unable to test for black screen or unexpected count up.

Event description:
The customer reported via phone call that the insulin pump had a full blank screen. The blood glucose at the time of the incident was 156 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.